Event description:
It was reported the camera head had an abnormal image. The intended procedure as diagnostic. The failure occurred during routine inspection. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: a2-a4. The device was returned to olympus for evaluation and the customer's allegation was not reproduced from the inspection by the repair department. The cause could not be determined from the investigation results. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): 4.1 precautions(warning). If the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an abnormal image. The intended procedure as diagnostic. The failure occurred during routine inspection. There were no reports of patient harm.